Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip ntw, while establishing final arm angle (efaa), the clip jumped opened from roughly 20 degrees to roughly 30 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.